Event description:
The complainant alleged that the cath lab clinicians were treating a pt (age and gender unk) with an induced ventricular fibrillation heart rhythm, as the clinicians were evaluating the pt's previously implanted device. The zoll device indicated that the pt was in ventricular fibrillation (v-fib), and the cath lab's second monitor, which was also connected to the pt, agreed that the rhythm was v-fib. The pt was then shocked. The zoll device now indicated that the pt was still in v-fib, but the second monitor indicated that the pt was presenting a normal sinus rhythm. The physician then charged the zoll device and administered a second shock because he was confused and did not know which monitor's algorithm to believe. There was no adverse effect to the pt as a result of the reported malfunction.